Event description:
So I had the essure procedure back in 2008/2009 didn't have a problem with until the date I mention I am having stomach pain and my periods have been longer than normal, and I never had or did any type of testing to make sure it was ok. I never had any tests involved with this.